Event description:
The consumer is alleging that when she's raising to the lift position, the chair stops and drops down an inch or so then continues to raise up.

Event description:
The consumer is alleging that when she's raising to the lift position, the chair stops and drops down an inch or so then continues to raise up.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
The device was returned and evaluated. The device was modified.